Manufacturer narrative:
It was reported that left hip revision surgery was performed due to elevated metal ion levels and metallosis. During the revision the bhr head and bhr cup were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. Review of the provided implantation report did not reveal any inconsistencies related to the surgical technique that could explain the later revision. According to the provided revision report, there was some brown staining in the fascial and muscles over the trochanter, the capsule was somewhat deficient, most of the bone at the femoral component was described as loose. The final diagnosis was painful prosthesis with suspected loosening. Based on the provided information it remains unclear whether the device was actually loose and how this would relate to the additionally reported intra-operative findings. Based on the provided information the nature of the reported findings and the reasons for the reported pain remain unclear. No information on the alleged blood metal ions or metallosis was provided. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that left hip revision surgery was performed due to pain and suspected loosening of the femoral head. Elevated metal ion levels and metallosis were also reported.

Event description:
It was reported that left hip revison surgrey was performed due to elevated metal ion levels and metallosis.

Manufacturer narrative:
It was reported that left hip revision surgery was performed due to elevated metal ion levels and metallosis. As of today, device return and additional information has been requested for this complaint but has not become available. Details of the part were unknown therefore manufacturing records could not have been reviewed for this device. The available medical documents were reviewed. According to the provided revision report, there was some brown staining in the fascial and muscles over the trochanter, the capsule was somewhat deficient, most of the bone at the femoral component was described as loose. The final diagnosis was painful prosthesis with suspected loosening. Based on the provided information it remain unclear whether the device was actually loose and how this would relate to the additionally reported intra-operative findings. Based on the provided information the nature of the reported findings and the reasons for the reported pain remain unclear. No information on the alleged blood metal ions or metallosis was provided. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.